Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.